Event description:
Procedure type: nissen. According to the reporter: the needle broke in half and remains in the wall of the stomach within the stomach tissue. X-rays were taken and the needle was located but it could not be retrieved. It could not be reported if operating room time was delayed more than 30 minutes.

Manufacturer narrative:
(B)(4).